Event description:
It was reported the patient had fallen multiple times and did not experience pain relief. A dye study was performed and revealed a pooling of dye near the anchor site; the catheter was broken. A revision was done. A new spinal segment was used along with the segment from the existing catheter. An 8598a kit was used and cut; hcp trimmed the existing distal end. Hcp was able to slide the catheter segments up to the first grove of the pin and use the white boot. Hcp experienced difficulty getting the clear boot over the catheter. The wide end of the boot was "bunching up". There was no noticeable physical damage to the boot. It was indicated that it was resolved. Regarding patient outcome it was noted "no issues". The daily dose was reduced at implant. The pump was delivering dilaudid.

Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2006, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).